Manufacturer narrative:
Multiple attempts to reach the customer for additional information/return of the device were unsuccessful. A device history record was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that "pressure tubing came apart under pressure. It came apart above the filter." No patient complications reported.